Event description:
The customer was hospitalized and taken to the emergency because of low bgs. The customer inserted extra insulin into their body. The customer stated that there was not a pump problem and customer forgot to put the block on. The easy bolus feature was turned on and the buttons may have been accidentally pressed. Instructed that the customer call their regular doctor about the low sugar level. Customer's bgs were treated with a shot. Troubleshooting was performed. The pump tested ok. Suggested the customer to monitor bgs and call to help line for further assistance.